Event description:
Related manufacturer reference number: 2916596-2021-04227. Review of the submitted log files revealed a no external power event on (B)(6) 2021 while connected to the mobile power unit (mpu) due to a loss of ac power. Additional information reported that the patient was traveling during the no external power event and looked like user error. The equipment was never inspected or changed out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(4)) was not returned for analysis; however, log files were submitted for review spanning approximately 53 days and 12 days ((B)(6) 2000, (B)(6) 2021, (B)(6) 2021 - (B)(6) 2021 and (B)(6) 2021 to (B)(6) 2021 per timestamps). Events occurring on (B)(6) 2000 are from when the system clock was not set, and the driveline was not connected. Events occurring on (B)(6) 2021 are from when the driveline was not connected. On (B)(6) 2021 at 03:16:05 there was an atypical no external power alarm while connected to the mpu due to a loss of ac power. The backup battery provided power during this event and the alarm resolved when power was restored. The alarm did not affect controller's ability to operate the pump at the set speed. There were no other notable alarms. Additional information indicated that the mpu had a v-lock connector, and that the loss of power was likely due to user error while the patient was traveling; however, this was not able to be confirmed with the patient. The root cause of the reported alarm was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 23feb2017. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.